Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused the ivc filter fracture. The indication for the filter implant, procedural details and medical history of the patient have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without images available for review the reported event could not be confirmed or further clarified. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to the ivc filter which has fractured.

Event description:
Additional information received per the patient profile form (ppf) states that the patient experienced filter fracture. The patient became aware of the reported event approximately eight years and one month after the index procedure. The patient also reported fear that the filter might cause further damage. Additional information received per the medical records indicate that the patient has a history of appendectomy, trauma to right foot, anxiety disorder (takes antidepressant) and migraines. Two weeks before implant, the patient was admitted to the hospital for shortness of breath and low oxygen saturation. A lung perfusion scan noted multiple ventilation and perfusion (v/q) mismatches of both lung fields consistent with multiple pulmonary emboli (pe).the next day a bilateral ultrasound (u/s) was negative for deep vein thrombosis (dvt) above the knee. A computed tomography (CT) scan was performed to rule out inferior vena cava (ivc) thrombus, results noted an inconclusive evaluation of the ivc and at least 4 small low-density lesions within the liver. About ten days before implant, an abdominal sonogram was performed to evaluate liver cysts that were seen on CT scan. Results of the exam noted small hyperechoic hepatic foci mots typical of a benign hemangioma. The patient was discharged to home the next day. About five days before implant, the patient presented with a complaint of increased shortness of breath. A duplex u/s of the left lower extremity (lle) was performed and was negative for dvt above the knee. A lung perfusion scan was performed for continued hypoxemia after being diagnosed with multiple pe about a week earlier. Results of the scan noted more focal, discrete and larger areas of absent perfusion involving the left upper lobe and both right lung fields consistent with interval deterioration of lung perfusion. As the patient was fully anticoagulated with recurring pe it was decided to place an ivc filter. The filter was placed via the right femoral vein. The filter was successfully deployed at the l2-l3 level. Approximately eleven weeks after filter implant an u/s of right lower extremity (rle), performed for pain, was negative for dvt. Approximately six months after implant, the patient presented to the emergency room with leg pain and dizziness. The next day an u/s from the ivc to the right popliteal vein showed no evidence of flow below the ivc filter down to the bifurcation of the iliac veins. The impression noted thrombosis of the ivc proximally to the right popliteal vein with an ivc filter in place, good flow above the filter. A ruptured baker¿s cyst of the right knee was also noted. The patient had a slightly subtherapeutic inr and was admitted for IV (intravenous) heparin. An abdominal CT scan was performed to rule out metastasis. The results noted approximately 3-4 liver lesions of uncertain etiology and noted extensive ivc thrombosis inferior to the ivc filter, extending to both iliac systems. Approximately four years and eight months after filter implant, the patient presented with low back pain after using rowing machine. Patient was evaluated and diagnosed with polymyalgia rheumatica syndrome and was prescribed prednisone. About one week later the patient presented to emergency room (ER) with epigastric pain, right leg weakness and right sided body numbness. The patient had visited the ER on multiple occasions leading up to this with vague complaints such as weakness and abdominal pain. A CT scan of the head noted a thalamic bleed. A CT scan of the abdomen and pelvis was negative. The patient was monitored, treated for symptoms and discharged four days later. Approximately six years and nine months after filter implant, a CT scan of the abdomen and pelvis was performed for right lower quadrant pain and fever. Results of the scan noted mild inflammatory changes beneath the cecum. The patient was diagnosed with diverticulitis. Approximately eight years and one month after filter implant, lumbosacral spine x-rays were taken for pain. Results of the exam noted no acute abnormality; however, a fractured ivc filter was observed. Three radiographic images were provided that depict a cordis type filter. No other details can be gleaned from the images.

Manufacturer narrative:
Section h6: health effect - clinical code: code 4440 was used for 'caval thrombosis.' It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused the ivc filter fracture. The patient reported becoming aware of the event approximately eight years and one month post implant. According to the medical records the patient had a history of appendectomy, trauma to right foot, anxiety disorder (takes antidepressant) and migraines. The indication for the filter implant was worsening bilateral pulmonary emboli (pe) while fully anticoagulated. The filter was placed via the right femoral vein and successfully deployed at the l2-l3 level. About eleven weeks after filter implant an u/s of right lower extremity (rle), performed for pain, was negative for dvt. Approximately six months after implant, the patient presented to the emergency room with leg pain and dizziness. The next day an u/s from the ivc to the right popliteal vein showed no evidence of flow below the ivc filter down to the bifurcation of the iliac veins. The impression noted thrombosis of the ivc proximally to the right popliteal vein with an ivc filter in place, good flow above the filter. The patient was noted to have a slightly subtherapeutic inr and was admitted for intravenous heparin. An abdominal CT scan was performed to rule out metastasis. The results noted about 3-4 liver lesions of uncertain etiology and noted extensive ivc thrombosis inferior to the ivc filter, extending to both iliac systems. Around eight years and one month after filter implant, lumbosacral spine x-rays were taken for pain. Results of the exam noted no acute abnormality; however, a fractured ivc filter was observed. Three radiographic images were provided that depict a cordis type filter. No other details can be gleaned from the images. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and occlusive thrombosis within the filter and/or vasculature does not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and vessel characteristics. Dizziness and leg pain do not represent a device malfunction and may be related to underlying patient specific issues. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without images available for review the reported event could not be confirmed or further clarified. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.